Event description:
It was reported that the coolant and drug luers were cracked, requiring intervention. These 106x12cm ekos endovascular devices were selected for a bilateral lower extremity arterial ekos procedure. During treatment in the intensive care unit, cracked coolant and drug luers were observed after moving the patient. Subsequently, new catheters were placed. There were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory this ekos endovascular device, 106x12cm was visually and microscopically examined. Microscopic visual inspection of the infusion catheter showed that the coolant and drug luers displayed cracking. The device was tested for leaking and the coolant and drug luers began to leak from the cracks on the luers.

Event description:
It was reported that the coolant and drug luers were cracked, requiring intervention. These 106x12cm ekos endovascular devices were selected for a bilateral lower extremity arterial ekos procedure. During treatment in the intensive care unit, cracked coolant and drug luers were observed after moving the patient. Subsequently, new catheters were placed. There were no patient complications. It was further reported that leaking was observed from the cracked drug and coolant luers. Treatment had not been started prior to the observed cracked/leaking luers.

Event description:
It was reported that the coolant and drug luers were cracked, requiring intervention. These 106x12cm ekos endovascular devices were selected for a bilateral lower extremity arterial ekos procedure. During treatment in the intensive care unit, cracked coolant and drug luers were observed after moving the patient. Subsequently, new catheters were placed. There were no patient complications. It was further reported that leaking was observed from the cracked drug and coolant luers. Treatment had not been started prior to the observed cracked/leaking luers.

Event description:
It was reported that the coolant and drug luers were cracked, requiring intervention. These 106x12cm ekos endovascular devices were selected for a bilateral lower extremity arterial ekos procedure. During treatment in the intensive care unit, cracked coolant and drug luers were observed after moving the patient. Subsequently, new catheters were placed. There were no patient complications.